Event description:
Boston scientific received information via their internal journal article review process, that some ICD's from patients undergoing radiation therapy had been functionally impacted. Reportedly, one guidant ICD reverted to a fall-back mode post radiation treatment. While in fall-back mode, the device continued to function with a fixed pacing rate of 50 bpm and ventricular sensing and pacing in vvi. Information states, the device was explanted in the absence of adverse patient effects. Additionally, the author states an experimental set-up was performed (no patients involved) in which devices were activated and exposed to linear accelerator radiation. Results again reported that one boston scientific device reverted to fall-back mode. No further information on specific cases was provided. Since the release of this publication (approximately ten years ago), further information regarding radiation therapy and ICD interactions have been studied/reviewed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. - attachment: [implantable cardiac defibrillators may be damaged by radiation therapy.mht].